Manufacturer narrative:
Patient weight was not provided by the author(s). Buckley, robert t., anthony c. Wang, john w. Miller, edward j. Novotny, and jeffrey g. Ojemann. "Stereotactic laser ablation for hypothalamic and deep intraventricular lesions." Neurosurgical focus 41.4 (2016): n. Pag. Web. The exact system information could not be determined as it was not provided. However, the system listed on this form was at the address listed in the article during the time some of the surgeries were completed. Device mfg date not available at the time of this submission. This patient underwent laser induced thermal therapy for a third ventricle lesion. The location of the lesion likely contributed to the postoperative hydrocephalus due to postoperative edema of the treated area obstructing csf flow. No requests for system service have been received regarding the reported events. The article does not allege that the medtronic system caused the reported events. Reported events/complications are known inherent risks to this procedure/disease type.

Event description:
Stereotactic laser ablation for hypothalamic and deep intraventricular lesions by buckley et al, reports that a patient undergoing laser ablation for a hypothalamic/third ventricular tumor, experienced postoperative acute obstructive hydrocephalus requiring craniotomy of cyst resection and administration of drafenib. This was one of the patients with a larger tumor. Who developed acute obstructive hydrocephalus 24¿48 hours after laser ablation and required a return to the operating room for management of hydrocephalus: septostomy and vp shunt placement were performed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction to UDI. Device mfg date now provided.